Event description:
In reference to (B)(4), customer alleged that a surgeon was using a the cortical cleaving hydrodissector (bolger) 50x22mm, 25g x7/8 (33degree) by bvi visitec lot 3465442 exp 29/02/2028 ref 585159 during surgery. The device was in tact when opened and was used once and upon the second insertion to the eye the device was not connected leaving the metal part in-situ of the eye. The surgeon retrieved this with some forceps with no further complications. A new device of a different batch was then used with no problems.

Event description:
In reference to mhra report (B)(6) customer alleged that a surgeon was using a the cortical cleaving hydrodissector (bolger) 50x22mm, 25g x7/8 (33degree) by bvi visitec lot 3465442, exp 29/02/2028, ref 585159 during surgery. The device was in tact when opened and was used once and upon the second insertion to the eye the device was not connected leaving the metal part in-situ of the eye. The surgeon retrieved this with some forceps with no further complications. A new device of a different batch was then used with no problems.

Manufacturer narrative:
Bvi quality assurance has followed its internal procedure to conduct the appropriate complaint investigation. The investigation includes a review of the procedure / training record and device history records, and no anomalies were found. All required elements of the DHR were appropriately filled; all manufacturing operations were recorded; all signatures and dates were present, and the lot passed required inspections. The risk assessment has been performed and due to the fact that this complaint appears to be single and isolated for the specific model we consider the occurrence as remote and the severity risk level is still adequate.